Event description:
It has been reported to philips that the system is getting a start-up error for an active release button which prevented boot up. No movement and no exposure were also reported. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system on site and removed and replaced all connections and boards of the geometry pc (geo pc), then performed a board software download for the geo pc. The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and checked the reported problem that the getting active release button to complete start-up error. A review of system logfile found that the malfunction with geo pc. Upon functional testing fse found that the cause of issue was with the connections of geo ipc. Fse refixed the connections of geo ipc and installed the software. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.